Event description:
While attempting to unfold wheelchair, caregiver's finger was pinched between seat rail and seat guide, requiring surgery. No equipment malfunction is alleged and owner's manual warning cautions to keep hand and fingers clear of moving parts when folding or unfolding chair.